Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that a revision procedure was performed. This lead showed noise and episodes of non-sustained ventricular tachycardia (nsvt) which was actually noise. The patient is pacer dependent and the noise at times also inhibited pacing. There was one instance of inappropriate therapy. The pace\sense portion of this lead was surgically abandoned. The physician noted that the lead was well seated in the header and the set screw was tight so this did not appear to be a set screw issue. The previous rv lead which had been surgically abandoned was uncapped and plugged into the pace\sense port and produced good measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead was reportedly not functioning appropriately. There were no reported out of range measurements. It was reported that the patient received multiple anti-tachycardia pacing (atp) and a 21 joule shock. A revision procedure was to be scheduled. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.